Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had twiddled the atrial lead into the pocket, resulting in pocket stimulation during pacing and no atrial capture. It was further reported the lead was fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies found. It was noted that the outer insulation of the lead was cut and blood was found on the distorted proximal end. The analyst commented that the lead was returned with tissue/fibrotic growth on the helix, and a small amount of apparent explant damage. Helix was cleaned and helix extension/retraction/length testing was performed. All results, including electrical testing was within specified parameters. There was no clear sign of twiddling of lead and no extensive damage to lead as it was returned. Lead was thoroughly analyzed in an attempt to find the fracture mentioned in the event. A fracture was not observed.